Event description:
The patient was hospitalized for elevated blood glucose levels, dka, and shingles.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient was diagnosed with shingles. There is no reported pump malfunction and the patient will resume insulin pump therapy once the shingles has resolved.